Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a broken needle could be observed. However, no conclusion could be reached as to the origin of the broken needle as the sample was not returned for analysis. Additionally, no suture breakage could be observed in the photo. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A photo of the device was returned. Can you please clarify if the suture broke during the procedure as initially stated or did the needle break during the procedure?

Event description:
It was reported that a patient underwent a bowel resection on (B)(6) 2018 and suture was used. During the procedure, the suture that snapped when suturing sewing up an abdomen. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: a photo of the device was returned which shows both pieces of a broken needle. One needle piece still attached to the suture. Can you please clarify if the suture broke during the procedure as initially stated or did the needle break during the procedure? It was the needle itself which broke in half during fascia closure, rather than the suture material.